Event description:
It was reported that prior to use the bd syringe 0.3ml 30ga 8mm was discovered to have a damaged stopper. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged stopper of syringe. According to the customer's report, the stopper was found to be deformed before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary: customer returned (2) 0.3ml bd insulin syringes from lot# 1053712. The customer reported that the stopper was found to be deformed before use. The returned syringes were examined, and it was observed that both syringes exhibited a disfigured stopper within the respective syringe assembly. A review of the device history record was completed for batch# 1053712. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause: l2l dispatch #119656 was created for stopper issues. The stopper feeder and rail would not shut off when the stopper rail was full forcing the stoppers to go in at an angle at the auto assembly dial. H3 other text : see h10.

Event description:
It was reported that prior to use the bd syringe 0.3ml 30ga 8mm was discovered to have a damaged stopper. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged stopper of syringe. According to the customer's report, the stopper was found to be deformed before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.